Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated the last sensor they had on quit in the middle of a hyperglycemic night. The patient did not provide further event. No additional patient information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.